Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complains in the lot. (B)(4).

Event description:
A facility representative reported that 5 months after an intraocular lens (iol) was implanted, it subluxed. The lens was explanted